Event description:
(B)(6), (B)(6) 2011. Per biomed, unit reported to have burned patient on either estim or us treatment. Unknown details, usage of equipment during patient injury was at facility in (B)(6). (B)(6) will get contact name and number for (B)(6) facility for incident details, contact (B)(6) for that info once unit arrives. (B)(6) 2011, additional information received from user facility. A 2nd degree burn was reported with blistering. This required first aid treatment including burn ointment and sterile dressing.

Manufacturer narrative:
The device was evaluated by djo and found to be out of calibration. Additionally lead wire to channel 1 was damaged with infinite continuity. From djo's evaluation and measurements taken, these conditions could not have caused a burn to the patient.